Event description:
It was reported that after a novasure procedure on (B)(6) 2022, the patient suffered a burn in her leg. The procedure was completed successfully. No additional information on the procedure. Burn was treated at the following patient´s follow up.